Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed to the soft cannula that could have contributed to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The pod was received with the adhesive pad fully attached. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone17.3. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 1 and 4 hours. According to the patient's mother, they pod adhesive was not sticking well to the skin and the cannula had dislodged from the infusion site (arm). The patient reportedly had high ketone levels which was checked by the patient's mother. The patient was treated with intravenous saline drip; they also conducted blood and urine tests. The patient was released after 3 hours.